Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had a loss or change of therapy; the patient stated they were having issues and thought their main implant battery was dead because they had a return of symptoms and had noticed a return of spasms. Before that, it had helped with their symptoms. They used to be able to get the patient programmer (pp) to work but now they couldn't get it to work as they would see the poor communication screen when they tried to connect. The patient had tried replacing the batteries before, but this did not help. The patient stated they had stopped feeling the pulsing (stimulation) and had to have the settings at low as they had always been very sensitive to the stimulation. They mentioned they didn't make adjustments because of this, and didn't like manufacturer representatives (rep) playing around with the settings because they felt it was very strong when it was turned up. The patient would have to turn it down to very low to get it at a level where it wasn't too strong. Poor communication was encountered with(out) the antenna while troubleshooting and the issue was not resolved. The patient was looking for a surgeon that could explant/implant the device as the surgeon that put their device in no longer did the implants. The patient declined being sent listings.

Event description:
Additional information from the patient reported she still does not have her manufacturer representative (rep), she noted her healthcare professional (hcp) stopped doing implants so she is in the process of getting a new hcp. The patient does not have a managing healthcare professional. The patient noted the hcp she had recommended a hcp, but they have a satellite office here. The patient noted she would have to have the surgery (B)(6) miles away. The patient noted her husband died and he suffered from mental illness and suicide attempts. The patient reported no steps were taken to resolve the poor communication, loss of stimulation, return of symptoms and spasms, they stated they need a new battery. The patient noted the poor communication, loss of stimulation, return of symptoms and spasms had not been resolved. The patient noted there is a hcp in the city who does surgery. They had one appointment with them a month ago, but he needed time off for family needs. The patient noted they have an appointment on (B)(6). There was no date scheduled for surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.